Event description:
It was reported that during a da vinci si colectomy procedure, the surgeon noticed that "a fiber wire was broken" no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If add'l info is received, a follow-up MDR will be submitted.